Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received the motor arm cannot communicate with the main arm as well as the critical block and inverse critical block did not add to zero. The blood glucose level was 244 mg/dl. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement test and self test. Pump error 15 and pump error 4 noted in pump history file due to software error.